Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2019 wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention may occur later to address the issue.